Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6)2025 after participating in a successful trial phase to treat lower extremity pain. The implantable pulse generator (ipg) was placed in the lateral thigh area of the left leg, with the leads targeting the sciatic nerve. The system was successfully activated with no issues. On (B)(6)2025 a nalu representative spoke with the patient about scheduling a visit for reprogramming. The patient did not report any concerns during that conversation. On (B)(6)2025 the firm was notified that the patient arrived at a local emergency department (ed) via ambulance on (B)(6)2025 with complaints of extreme pain in the left upper leg. Intake assessment at the ed identified a softball size abscess on the upper thigh near the location of the nalu insertion site.the abscess was confirmed via CT scan. The implanting physician was contacted and agreed with the ed physician that the nalu system would be removed. The patient was admitted to the acute facility for IV antibiotics and a full system explant was performed on (B)(6)2025. The incisions were irrigated upon explant and the patient remained on antibiotics.

Manufacturer narrative:
The patient did not show any outward or visible signs or symptoms of infection during activation of the nalu system. The patient did not report any signs or symptoms of infection when contacted by nalu within 24 hours prior to arriving at the ed. Patient reports that the symptoms came up very quickly and denies any open wounds, previous infections, falls, or other external trauma to the site. It was noted by the implanting physician that the patient had high blood sugar upon arrival at the ed and the physician suspects the patient may have undiagnosed diabetes, which may contribute to poor healing after surgical procedures. Lab cultures were not made available to the firm to identify the type of infection involved. Infection is a known inherent risk of surgical procedures and in this case may have been exacerbated by suspected underlying health conditions.